Event description:
Doctor was performing a functional endoscopic sinus surgery when he felt forceps break. He removed forceps from nasal passage and found that the lower jaw was missing. He used scope to look in area where the forceps was, but could not locate the broken jaw. He used probes and suction but still could not find it. Doctor then made a slightly larger opening in the maxilliary sinus with an osteo punch. After some maneuvering, he was able to locate the broken piece and remove it with another forceps. No adverse effect on patient; procedure completed; patient condition post-op was good.